Manufacturer narrative:
This is the initial report submitted regarding this surgical event and medical device.

Event description:
Guide pen/wire to put in the bone - drilled it in -3 entries and when they were pulling out the surgeon notice it was missing. The tip end (1cm) of the guide pin broke off in the glenoid as dr. Glenn was drilling center hole for the baseplate. Left in pts arm too invasive to take out.